Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a plars plana vitrectomy to repair a partial retinal detachment, the system displayed a blue screen indicating a windows error. This caused the system to stop the surgical process. As a result, a total retinal detachment occurred. The surgeon used water infusion in the eye to maintain the globe until the system was rebooted and functional. Silicone oil was injected and the case was concluded. The current patient status is noted as continuing due to bleeding in the eye.

Manufacturer narrative:
Additional information provided. The blue display screen is a recoverable fault screen that includes recovery instructions: a problem has been detected and windows has been shut down to prevent damage to your computer. If this is the first time you¿ve seen this stop error screen, restart your computer. If this screen appears again, follow these steps: check to make sure any new hardware or software is installed. If this is a new installation, ask your hardware or software manufacturer for any windows updates you might need. If problems continue, disable or remove any newly installed hardware or software. Disable bios memory options such as caching or shadowing. If you need to use safe mode to remove or disable components, restart your computer, press f8 to select advanced startup options, and then select safe mode. Contact your system administrator or technical support group for further assistance. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (less than 5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the system was examined and the reported system message code was displayed. To resolve the ¿system message code issue¿, the host module was replaced. The company representative did not indicate anything was found that could have contributed to the reported retinal issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 21, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿system issue¿ can be attributed to a nonconforming host module. However, how or when the module became nonconforming cannot be determined conclusively. The root cause of the reported retinal detachment and bleed cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).